Event description:
Per the clinic, the patient experienced pain and intermittent purulent secretions at the implant site which leads to the patient loosing the hearing response. The patient was subsequently treated with medication (type, date and duration not reported); however the issue did not resolved. It was reported that the patient has bone decay that led to the major infection. The patient was then administered with IV antibiotics then via intramuscular routes for a duration of 10 days (specific date not reported). The patient was also hospitalized for a duration of one day (specific date not reported). Subsequently, the patient was placed under general anaesthesia on november 14, 2024 in order to remove the decayed bone and explant the device. There are no plans to reimplant the patient with a new device as of the date of this report.